Event description:
It was reported, the rigid video scope had fuzzy image. The event was found, during preparation for use. For an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. In addition, new damages/defects were observed: dents on distal edge, cut on cable, lg adapter is loose, minor cracks on sides and dark image. Based on the results of the investigations. The most probable cause of the complaint is no problem detected. Which is either, it was not confirmed, that there was a problem with the device or it was confirmed, that there was no problem with the device. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had fuzzy image. The event was found during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.